Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of death was reported as cardiac arrest. It was not reported if therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.